Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority ((B)(4)) in united states on 06-aug-2015 which refers to an adult female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that after having to have a total hysterectomy at (B)(6) due to one of her coils migrating into her uterus she had declining health, her depression anxiety and panic attacks have gotten worse; she suffered insomnia and had issues with her thyroid. She stated that all of this may have started after her hysterectomy but that surgery was a direct result of essure. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted had to have a total hysterectomy at (B)(6) due to one of her coils migrating into her uterus. The event coils migrating into her uterus, interpreted as device expulsion is listed according to the reference safety information for essure. Considering the nature of this event and the lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident due to the surgical required intervention.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted had to have a total hysterectomy at age (B)(6) due to one of her coils migrating into her uterus. The event coils migrating into her uterus, interpreted as device expulsion is listed according to the reference safety information for essure. Considering the nature of this event and the lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident due to the surgical required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 18-apr-2016: information received from consumer via regulatory authority (case# mw5060916) states that she had essure done on (B)(6) 2010. On (B)(6) 2012, she had to have a full hysterectomy because one of her coils had embedded in her uterus almost puncturing thru which, according to consumer, could have resulted in death. In addition, the seriousness criteria hospitalization, required intervention and other serious (important medical event) were reported. Follow-up information received on 26-apr-2016 from consumer: the consumer stated she had an attorney. This case is now potential legal. Company causality comment: this spontaneous case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted had to have a total hysterectomy at (B)(6) due to one of her coils migrating into her uterus / one of her coils had embedded in her uterus almost puncturing thru which. This event, interpreted as uterine perforation is serious due to its medical importance and listed according to the reference safety information for essure. Although in this particular case the exact date and mechanism of perforation were not reported, given the nature of this event and the lack of alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process (consumer stated she had an attorney).

Manufacturer narrative:
Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.